Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem of "appeared to not be working correctly" was not confirmed. The device passed all functional tests. The unit was burned in for more than 2 hours with a test clv-190 light source and tested with multiple olympus scopes and the unit verified to function as expected. The unit was visually inspected internally with no circuit board problems noted.

Event description:
A user facility reported that they spilled water down the back of the device and then heard sparks and "shorting out." The user continued to use the device but when attaching a scope to the device, it "appeared to not be working correctly." There was no patient and user injury or harm, associated with the event, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, based on the result of the device evaluation and available information, water spilled on the back side of the unit by the user, causing water to enter the inside, resulting in a short circuit in the electric circuit. It is likely that when the device evaluation was performed, moisture was dried, therefore, the failure could not be duplicated.